Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13390453 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot.

Event description:
It was reported that the patient expired approximately 2 months after the index procedure. The patient was a (B)(6) woman with a history of prior right carotid endarterectomy dyslipidemia, aortic valve replacement, hypertension and smoking. On (B)(6) 2008, the pre-procedure (B)(6) stroke scale score was 0 and the (B)(6) stroke scale score was 0. On (B)(6) 2008, she underwent the index procedure with delivery of the angioguard, pre-treatment balloon angioplasty and placement of a precise stent in the right ostial internal carotid artery. The site reported an 18% final residual in-lesion stenosis. No new neurological deficits were documented during the procedure. Post-procedure, the stroke scale scores were unchanged. The patient was discharged on (B)(6) 2008, on asa and clopidogrel. The 30-days follow-up performed on (B)(6) 2008 recorded (B)(6) stroke scale score of 0 and the (B)(6) stroke scale score of 0. The patient expired approximately 2 months after the index procedure and the circumstances of the patient's death are unknown and no medical records are currently available. The death certificate listed the immediate cause of death as respiratory failure due to or as a consequence of hemorrhagic stroke (with date of onset listed as 2 days prior to the death). The adjudication minutes noted that the event was related to the device. No autopsy was performed. The site reported that no additional source documents are available.